Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to an upgrade upon interrogation, decrease lead impedance was observed. The lead was capped during the device upgrade on (B)(6) 2019. The patient was stable before and after the procedure.